Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: moisture was observed in the battery compartment. Cracks in the battery compartment were found from the threads to the left of the grip pad, and below the grip pad to the case seal. A leak test failed due to a battery compartment leak. The pump was opened and no internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.